Manufacturer narrative:
The device history records were reviewed and there were no issues identified. MFR reference #: (B)(4).

Event description:
The following additional information was provided by the surgeon. The patient's preoperative iop in the operative (right) eye was 14 mmhg and preop bcva was 20/30. Postoperative hyphema caused iop elevation. Gonioscopy revealed red blood cell layering in the anterior chamber. Timolol was prescribed 2x per day in the operative eye. Patient had no relevant medical history. Most recent postoperative iop was 14 mmhg and most recent bcva was 20/20. Date of post exam (B)(6) 2015: iop was 32 mmhg; on (B)(6) 2015 no hyphema, iop was 19 mmhg; on (B)(6) 2015 no hyphema, iop was 14 mmhg. Hyphema was completely self resolving with no sequelae.

Manufacturer narrative:
(B)(4).

Event description:
The following patient update was provided by the surgeon. The hyphema cleared and there have been no problems.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Hyphema and iop elevation are listed in the device labeling as known inherent risks of glaucoma stent surgery. Manufacturer reference #: (B)(4).

Event description:
The surgeon reports that one year after uncomplicated cataract surgery with implantation of the istent, the patient presented with elevated iop (33 mmhg), 2-3+ circulating red blood cells, and small layered hyphema <0.5 mm. The patient's vision remained at 20/20 and there was no anterior segment neovascularization. Gonioscopy revealed the istent is in position in schlemm's canal, with perhaps a red blush visible around the intracanalicular portion. The patient has a history of mild pigmentary glaucoma and iop was typically about 18 mmhg on latanoprost. The patient recently recovered from sinusitis and a cough, but no coughing for a couple of weeks. Additional information has been requested.